Manufacturer narrative:
Additional narrative: reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the wing nut was broke on holding sleeve for medium distractor. Surgical delay was unknown. Procedure was successfully completed. There is no patient consequence. This complaint involves one (1) device.